Manufacturer narrative:
Correction: h3 additional information: h6: component codes, type of investigations, findings, and conclusions. Device evaluation visual inspection of the device reveals that the implant was fractured. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. The reported event is not related to a combination of product lines; therefore a compatibility review is not applicable. Potential cause: the fracture occurs due to the plate applying force on the strut that is on the anterior side of the groove. The force can come from the plate entering hard bone and bending from the resistance, from the cage moving posteriorly after the plate has been partially or totally inserted, or from the first plate not being fully inserted or some other obstruction in the groove. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a cage broke while being driven in. The anterior part of the cage was stuck to the implant holder and the rest of the cage was firmly anchored in the patient. The part that was anchored in the patient was explanted without any problems and the a new cage was implanted. The cage was implanted according to surgical procedure.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a cage broke while being driven in. The anterior part of the cage was stuck to the implant holder and the rest of the cage was firmly anchored in the patient. The part that was anchored in the patient was explanted without any problems and the a new cage was implanted. The cage was implanted according to surgical procedure.